Event description:
I had the essure procedure done in (B)(6) 2010 in my doctor's office. A few days after the procedure, I wound up with a terrible vaginal infection. My periods are heavier than they were prior to the procedure, last 8-10 days on average. I have constant pain in my left ovary and have gone to the emergency room on several occasions due to the intensity of the pain. I was told that the device is placed correctly. The doctor who did the procedure was told me the only way to rectify the issues is with a hysterectomy, and the left ovary would also need to be removed. I have had no prior history of migraine headaches until I had this procedure. Since the procedure, I have had migraine headaches at least 4-5 per week. The doctor states the two are unrelated.